Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) displayed display - failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had disturbance on screen while operating on the patient. There was no injury reported.

Manufacturer narrative:
Updated fields - b4, d8, d9, e1(initial reporter and email), g3, g6, h2, h3, h11. Corrected fields - b3, b5, e1(telephone), h6(investigation findings), e3. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g1 (contact person ¿ mfg site), g3, g6, h1 h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported during use the cardiosave intra-aortic balloon pump (iabp) reported to have encountered a screen disturbance. There was patient involvement reported but no patient harm or serious injury. A getinge field service engineer (fse) was dispatched to evaluate the unit and the problem was unable to be reproduced reported. The fse booted up the unit and was able to operate the unit for 1 hour with no screen abnormalities. The fse ran all manifold tests with passing results. It is unclear if safety and functional tests were performed as there is no response to the gfes sent to the customer. The record will be rejected and reopened when this information becomes available.